Event description:
It was reported the device was explanted and replaced due to high output and premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported the device was explanted and replaced due to high output and premature battery depletion. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event output above specifications output, high premature eri (elective replacement indicator).